Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the m40 cortiloc trial broke off inside the patient. The physician placed a threaded guide wire into the piece to pull it out of the patients glenoid. It was successfully removed. No patient impact was reported.

Manufacturer narrative:
Correction - d9 (returned to manufacturer on). The reported event could be confirmed since the device was returned for evaluation matches the alleged failure. The device inspection revealed the following: the received device shows signs of extensive usage & application of high external forces leading the complete breakage in one of the three pegs. The grasping area is highly deformed with grasper marks observed and the material is scratched/gouged at the surface of the device. All the device surfaces reveal improper usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by abnormal usage of the device. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the m40 cortiloc trial broke off inside the patient. The physician placed a threaded guide wire into the piece to pull it out of the patients glenoid. It was successfully removed. No patient impact was reported.